Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that following a pfa procedure, a pericardial effusion occurred which required surgery to repair the perforation. The procedure had gone well, pvi to find a his electrogram and pace in the right ventricle (rv) with a good outcome from the pvi point. A few hours post-procedure while in recovery, a pericardial effusion was diagnosed. Surgery was performed to repair the perforation in the right atrium. As reported, the patient was stable and recovering in the ICU. The physician thinks the perforation may have been caused by the viewflex ice catheter which was reprocessed by stryker. There was no other patient injury or medical intervention reported and no extended procedure time was reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR could not be performed as the device's lot and serial numbers were not reported. Stryker procedure(s) support(s) that the device was unlikely to have been released from stryker with the reported failure mode. The reported event could be attributed to mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that following a pfa procedure, a pericardial effusion occurred which required surgery to repair the perforation. The procedure had gone well, pvi to find a his electrogram and pace in the right ventricle (rv) with a good outcome from the pvi point. A few hours post-procedure while in recovery, a pericardial effusion was diagnosed. Surgery was performed to repair the perforation in the right atrium. As reported, the patient was stable and recovering in the ICU. The physician thinks the perforation may have been caused by the viewflex ice catheter which was reprocessed by stryker. There was no other patient injury or medical intervention reported and no extended procedure time was reported. These are commonly used devices that are readily available.